Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not unavailable for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a spinal fusion procedure. It was reported that there was an inaccuracy with the driver navigation. They had set the first screw and everything was normal and accurate. When they tried to set the second screw the health care professional (hcp) discovered that it was inaccurate. The hcp communicated that pointer and other navigated instruments were accurate ¿ just the driver showed the issue. The hcp stated that the screw was shown too much caudal. The hcp showed during one screw placement (out of four screws) that the screws were within the canal and the navigation showed the screw (on the navigation screen) approximately 3-4 mm out of the plan/canal (screw was seen in lateral direction). There was less than an hour delay to the procedure. No impact on patient outcome.